Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, the root cause cannot be identified. Although it is unknown when the phenomenon occurred, no health hazards to patients have been reported. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the gastrovideoscope exhibited the tip cover fixing screw adhesive peeling off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.